Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 20027e batch/ lot #: unknown. We have the reporting of the leaking tubing/filter via icare. We reported this to FDA medsun.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material#: 20027e, batch/ lot#: unknown. We have the reporting of the leaking tubing/filter via icare. We reported this to FDA medsun.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. Without any representation, the complaint cannot be verified or investigated and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.